Manufacturer narrative:
(B)(6) - should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the right brake was not engaging. Legal spoke to end user and he said, he was starting to get out of the chair and it moved backwards and he fell out. He said ems had to come pick him up off the floor and put him back in his chair. He was a little sore but no medical intervention was sought. He said, he has parkinson's and it is getting worse, so he is starting to look for a new chair but for now he is waiting for the dealer to fix the brake on the chair.